Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit has "low ve" and "pip" errors. The transducers were calibrated and the exhalation pressure transducer failed calibration. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the vela main printed circuit board assembly (pcba) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to part failure from a supplier's manufacturing process. The issue will continue to be internally investigated.